Event description:
It was reported the cs300 intra-aortic balloon pump (iabp), had a glitchy display. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
Before use on a patient, it was reported the cs300 intra-aortic balloon pump (iabp), had a glitchy display. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and issue was not duplicated, several attempts were made under different conditions. In troubleshooting, all cable connections in screen and unit were reseat. Fse performed calibrations, functional testing, and safety testing all passed per factory specifications. Device cleared for clinical use and returned to customer.